Manufacturer narrative:
Final product manufacture and qc record for cov3080004. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3080004 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. This is an out of box issue. The customer just purchased the from her local cvs pharmacy. When the customer performed the test correctly, nothing appeared in the result window. The test window was blank, nothing next to the c-line or t-line. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send any pictures of the test cassette to me. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. This is an out of box issue. The customer just purchased the from her local cvs pharmacy. When the customer performed the test correctly, nothing appeared in the result window. The test window was blank, nothing next to the c-line or t-line. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send any pictures of the test cassette to me. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.